Event description:
An optometrist reported iritis, light sensitivity one month post operative bilateral prk. The optometrist indicated patient was put on a slow steroid taper until follow up. This report is for the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).